Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.